Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR 2134265-2018-05098. It was reported that the innova delivery system was stuck on the wire. A 6x150x130 innova¿ stent and a magic torque¿ guidewire were selected for a right superficial femoral artery (sfa) stenting procedure. The stent was deployed successfully. After deployment, the delivery system was unable to be removed off the wire. A lot of force and pressure were used to remove the devices together from the patient. Wire access was lost as a result. The procedure was concluded. There were no patient complications reported and the patient¿s status was fine. .

Manufacturer narrative:
Device evaluated by MFR: the device was returned in a generic plastic bag together with the related device. The unit returned is stuck inside of the innova device as part of overall visual revision. Unit returned matches with upn provided by the customer. The device returned has a kink at 152.5cm from the distal end (this section is stuck inside the innova device), also the proximal section is bent. The device was measured with calibrated ruler. The outer diameter (od) dimensional was performed using the micrometer. The od at the proximal section and the od at the distal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR 2134265-2018-05098. It was reported that the innova delivery system was stuck on the wire. A 6x150x130 innova stent and a magic torque guidewire were selected for a right superficial femoral artery (sfa) stenting procedure. The stent was deployed successfully. After deployment, the delivery system was unable to be removed off the wire. A lot of force and pressure were used to remove the devices together from the patient. Wire access was lost as a result. The procedure was concluded. There were no patient complications reported and the patient¿s status was fine.